Manufacturer narrative:
It was repoit was reported that the patient was experiencing power switching events. One controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files did not reveal instances of power switching during the reported event date. As a result, the reported event could not be confirmed as the devices performed as expected. No failure detected; the devices performed as expected. Serial #: (B)(4), device available for evaluation: yes, 07/20/2017, device evaluated by MFR: yes, device manufacture date:10/31/2016; serial #: (B)(4), device available for evaluation: yes, 07/20/2017, device evaluated by MFR: yes, device manufacture date:02/28/2016; serial #: (B)(4), device available for evaluation: yes, 07/20/2017, device evaluated by MFR: yes, device manufacture date:02/29/2015; serial #: (B)(4), device available for evaluation: yes, 07/20/2017, device evaluated by MFR: yes, device manufacture date:02/28/2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: bat360125 - battery / catalog number 1650de / expiration date 10/31/2017. Di #: (B)(4). No, not returned to manufacturer. (B)(4). Bat214850 - battery / catalog number 1650de / expiration date 02/28/2017. Di #: (B)(4). No, not returned to manufacturer. (B)(4). Bat204939 - battery / catalog number 1650de / expiration date 02/29/2016. No, not returned to manufacturer. (B)(4). Bat204146 - battery / catalog number 1650de / expiration date 02/28/2017. Di #: (B)(4). No, not returned to manufacturer. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller was switching to another battery even if two or three light emitting diodes (leds) on the battery were active. The controller and four related batteries were exchanged. No patient complications have been reported as a result of this event.